Event description:
A 9800 system displayed grainy images. No patient injuries were reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Confirmed system track down and grainy image. Video controller replaced. Operational checks completed and system returned to service.